Event description:
Boston scientific received information that the pt with this device and electrode received inappropriate shocks as a result of oversensing of noisy signals. The noise could be reproduced when the pt moved their arms and was observed on all three sensing vectors. A memory download was obtained and sent to boston scientific technical services (ts) for further analysis. A ts consultant reviewed the data and discussed that the noise on the electrograms (egms) appear to be very abrupt and with high amplitudes which is not consistent with myopotential oversensing. The inappropriate detection and shock occurred approx one year after the device and electrode were implanted. Suspected causes for the noise included poor electrode/device connection, or damage. The ts consultant provided troubleshooting techniques that can be performed in order to further investigate the noise. Further review of the data revealed although there was noise present, evidence indicated that the device and electrode were capable of providing therapy to the pt in the primary vector if the pt had experienced any ventricular arrhythmias. Due to the noise, the therapy may have been delayed but there were no indications that the pt was at risk of receiving no therapy when needed. In addition, all impedance values were in nominal range. The device and electrode were explanted. No adverse pt effects were reported as a result of the revision procedure. The pt received a transvenous system rather than a replacement subcutaneous system, as the pt presented with bradycardia and av node issues at the morning of the revision and the physician wanted the pacing capabilities. There was no visible damage to the electrode and device during the revision procedure and the electrode was securely connected to the device header before it was explanted. X-rays were also taken prior to the revision but the physician did not provide them to the field rep.

Manufacturer narrative:
Upon receipt at our post market quality assurance lab, the electrode was thoroughly analyzed. Both x-rays and CT scans revealed that the electrode had fractured in more than one location. One fracture was on the sense b cable at the weld site under the sense b ring contact. The other fracture site was on the weld site close to the electrode tip. Both high voltage cables were found fractured at this location. Detailed analysis of the fracture sites determined they were the result of tensile overload. In addition, the fracture site at the sense b weld also indicated further fatigue as a result of bending. Analysis of the returned device implanted with this electrode concluded that it met all specifications during testing. Lab analysis confirmed that the noise, oversensing, and inappropriate shocks were a result of the fractured electrode.